Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 500 mg/dl without signs or symptoms of hyperglycemia. It was reported the time and date settings would be incorrect when the battery was removed for less than 24 hours. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. There was no allegation that the pump did not prompt the user to program the time and date upon battery replacement. This complaint is being reported because the alleged serious injury was attributed to a reported pump malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/12/2015 with the following findings: the complaint could not be confirmed with investigation. Review of the pump¿s black box data revealed no time and data reset after a battery replacement. A manual time change was performed on 10/22/2015 from 03:45 to 10/21/2015 15:45. The total daily dose was appropriate per the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).